Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was trying to input the transmitter ID, the pump touch screen was unresponsive. The customer was unable to toggle between the alphabetic and numeric keypad. During troubleshooting with tandem technical support, customer successfully reset pump and the issue was resolved. There was no information provided regarding the customer's blood glucose level.